Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited light guide lens to have discoloration inside the lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event was confirmed. The lg lens was found to have discoloration inside the lens. Therefore, the device did not meet its specifications nor function. Dirt like substance was found inside the lg-lens, but it could not be specified what the exact foreign material was nor the root cause of the remaining foreign material. Since foreign material was not at external surface of the device, the material could not be removed by reprocessing. A probable cause was lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested event can be detected by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.